Event description:
During review of the in-house programming history database, high impedance was observed for patient's device. The neurologist is aware of the high impedance but does not plan for any lead replacement due to the patient's complicated condition. Per the neurologist, x-ray confirmed lead break..